Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a lithotripsy by ureteroscope procedure in the upper ureteral calculi performed on (B)(6) 2022. During the procedure, it was found that the lower end of the stent was deformed. The procedure was successfully completed with another of the same polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).